Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The device was received with cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 272 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received 4 motor error alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.